Event description:
Pt reported the lifetime of the infusion device battery is often only 3 days. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for evaluation, and the complaint was verified. The acid of the supercap leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic and quick voltage drop; therefore, the w2 low battery warning was anticipated. A supercap is capacitor for saving the data and time for a while when there is no battery in the infusion device.